Event description:
This report is based on information provided by philips, remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint by the customer on the v60 indicating a "o2 error". It was reported there was no patient involvement at the time the issue was discovered. The customer called in to report an "o2 error" which occurred during pre-check use. A remote service engineer (rse) performed an evaluation and discovered diagnostic code 1111 had been recorded in the event log as well as an alarm that occurred by increasing the leak. The rse determined a part required a replacement but the scheduled repair is awaiting an order from the customer.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
H10: multiple good faith efforts were made to retrieve device evaluation, repair, and operational status, however, yielded no response from the customer. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Manufacturer narrative:
H10. A field service engineer (fse) went onsite for further investigation and performed a test run but was unable to duplicate the issue. The fse ran functional tests on the device and confirmed no abnormality. The device passed required performance verification tests per philips standards and was returned to service. H11. Updated contact information and contact office entity.